Event description:
It was reported that following a left iliac percutaneous transluminal angioplasty and stenting treatment procedure, an acute occlusion occurred resulting in the need for surgery. The physician placed the 8x20x135 iliac 6f unistep plus wallstent in the left iliac and conducted the final arteriogram. At this time, he noticed and acute occlusion. He decided to conduct an open surgery to remove the wallstent and correct the problem. Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: the complainant has not returned the device for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.